Event description:
It was reported that the stimulation probe was not working. There was no report of patient impact or injury. No further information was provided by the initial reporter.

Manufacturer narrative:
(B)(4). The product has not yet been returned to the manufacturer for analysis. Blank fields in this report are the result of information not provided by the initial reporter. This product is used for therapeutic purposes.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The product analysis was performed by a quality engineer. The sample was returned with inner pouch and one chart stick label inside a biohazard sterilization pouch. The label identified the sample as item 8225103 prass slim monopolar stimulating probe from lot # 020584277. Item number was verified by comparing to drawing (B)(4) (prass stim probe blank, coated, rev d). The probe was inspected under normal lighting conditions with unaided eyes; the probe coating appeared smooth with no chips, cracks, or contamination (visual inspection per xpi-s 8225101 prass probes rev j). This inspection was repeated with 20x magnification and the coating was consistent and showed no chips or other anomalies. Per drawing (B)(4) (prass stim probe blank, coated, rev d) - the probe shall exhibit continuity with end to end resistance of <(><<)> 2 ohms. Resistance was checked with fluke 21 multimeter, asset # (B)(4) cal due (B)(4) 2013. Resistance found to be .8 ohms across probe and 0.8 ohms across probe and cable assembly. The probe was functionally tested for output on a nim-neuro 3.0 console s/n (B)(4) and interface s/n (B)(4). The nim console was set to 100'v and signal tested on all four channels. Signal feedback was correct at all channels. The probe sample passed all testing and acceptance criteria inspected against. The complaint could not be duplicated and is unconfirmed. The most likely root cause is incorrect placement of the probe during use or failure to properly connect to the console. (B)(4).

Manufacturer narrative:
Upon review of the file for closure it was found that the product serial number reported is actually the lot number. There was also a typo noted in the lot number that was reported by the customer. The correct lot number is #0205848277; there is no serial number. The device expiry date is 04/18/2020. Upon correction of the lot number, the manufacture date is 04/2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.